Event description:
(B)(6) female undergoing a robotic myomectomy and bilateral neosalpingostomy had an intraoperative death. Near the end of the procedure, the pt's blood pressure was not detected in the presence of a pulse and normal oxygenation levels. The rhythm was noted to be pulseless electrical activity (pea). Despite acls procedures and an attempt to insert an intra-aortic balloon pump to sustain the pt, all resuscitative efforts were unsuccessful. Resuscitative efforts were sustained for over 2 hrs at no time was a problem with the robotic equipment reported. This was an unexpected death. Provisional autopsy results: av septum revealed an area of bleeding and fatty infiltration. There was fatty infiltration of the liver. However, in the absence of other findings, definitive characterizations for the cause of the arrhythmia and left ventricular failure is not possible. The final results are still pending.